Manufacturer narrative:
Analysis could not be performed because the customer declined the service quotation required to proceed. As a result, the product malfunction was unable to be confirmed. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. H6 updated device problem code l3 from incorrect measurement to high readings.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the blood pressure measurement is not accurate; normal blood pressure is 120 and measured 140. Patient was moved to another device for procedure. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.